Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020 a 8mm amplatzer septal occluder was selected for a procedure. During procedure the left disc formed a cobra shape. The procedure was completed by using a 9mm amplatzer septal occluder. The patient remained stable through out and post procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The reported event of the occluder deploying with a cobra deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.